Event description:
The following report was received from the affiliate: approx four days following the index procedure the pt complained of chest pain. Cag was conducted and thrombus was observed inside the cypher des. Poba was conducted with a 3.0x15mm balloon at 18atms for 30 seconds. Physician's comment: the cause of the thrombotic event was because the stent was partially under-dilated.

Manufacturer narrative:
The procedure was an emergent case due to unstable angina pectoris. The target lesion was the proximal lad. The vessel was a de-novo, concentric and calcified lesion classified as type c. The lesion length was 31 mm and vessel diameter was 3.2mm. Pre-dilation was not conducted. A 2.5x28mm cypher des was deployed at 12atms for 60 seconds. Post-dilatation was conducted with a 2.75x15mm balloon at 16atm for 25seconds. There remained untreated lesion proximal and distal to the cypher, but was left untreated because the physician decided that it was not an issue. The stent was partially under-dilated. Ivus was conducted. Timi flow pre and post procedure was ii and iii. The residual % of stenosis was 0%. Act was measured at (320). Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.